Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low accutni result generated by the access 2 immunoassay system. The sample was retested on the same unit and recovered results were within the risk stratification range. The customer has also obtained multiple indeterminate/no value results for qc vs. Patient samples. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Two levels of qc are run once daily. The customer contacted helpline and reported the issue. During troubleshooting the customer discovered that reagent pack was not present in the designated slot in the storage carousel. Customer technical service helped the customer locate and reload the reagent pack. Service was not dispatched user error is the root cause for this event.